Event description:
This report is based on information provided by the philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips xl defibrillator indicating that the device had a knob fault issue. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(4) 2017. The end of life (eol) is scheduled globally to end (B)(4) 2022, where the end of support (eos) period will then begin. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms and the device remains at the customer site. The customer is taking responsibility to correct/repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.